Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver 500ml ringers lactate via gravity. It was reported that after the pt was transferred from the operating room to the post anesthesia care unit, the nurse picked up the solution container from the pt's bed. At this time, it was reported that the tubing separated from the proximal end of the proximal end of the backcheck valve and less than 10ml of solution leaked. It was reported that the tubing set had been in use for 2 hrs prior to the separation. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Hospira's medical investigation is complete.

Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.